Manufacturer narrative:
Additional patient code: 1807. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 (mg/dl) with trace ketones. Subsequently, the customer went to the emergency room (ER) for dehydration, nausea and vomiting due to the elevated bg. While in the ER the customer received fluids intravenously. The customer stated the cause of the elevated bg level was difficulty timing food boluses due to gastroparesis. Reportedly, the customer's bg level improved to 170 (mg/dl) and the customer left the ER after 3-3.5 hours.